Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. As received, the rear response button was damaged. The cause of the inablity to activate the device is the damaged rear response button. The root cause of the damaged rear response button cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons were not activating a patient's monitor.